Event description:
It was reported that during an affirm procedure on (B)(6) 2025, during the biopsy the user selected the wrong size for the needle which caused the needle to go through the breast and left a dent on the bucky. A field engineer examined the equipment and replaced the breast platform. The system met the manufacturer´s specifications. It was determined that the issue was related to user error.